Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical personnel that a patient at home experienced 5 critical battery alarms and 3 power disconnects; these events were logged and shown on the monitor screen. Continuous power switching was noted on battery port 1 of the controller unit, with 4 charged and well connected batteries. It was reported that the controller was exchanged by the physician with no consequences or impact to the patient. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Additional information was provided indicating that the switching could not be reproduced by manipulating connections. The patient is doing well. No further information is available. The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed occurrences of critical battery alarms, power disconnect alarms and switching events prior to the 25% threshold. These alarms and premature switching events are most likely due to communication anomalies between battery and controller. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.